Event description:
Customer reported that erroneous sodium, potassium and chloride results were generated by the synchron cx5 clinical system. The results were not reported out of the laboratory. The samples were retested and the results obtained were within clinical expectations. There were no changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse replaced the carbon bridge which apparently resolved the issue. No further information was obtained or provided. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.